Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2; related manufacturer reference number: 1627487-2020-23084. It was reported the patient experienced ineffective stimulation. Diagnostics revealed high impedances on one of the leads, and x-rays were unremarkable for lead migration. To address the issue, the physician explanted and replaced one of the patient¿s leads on (B)(6) 2020, which resolved the issue. Note: it is unknown which lead serial number/lot number was explanted, therefore both leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.